Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿medical device removal¿ most recent follow-up information incorporated above includes: on 2-dec-2019: this case will be deleted due to the case 2019-221743 and 2019-222282 are identified as duplicate of 2019-221354. Device legacy report number: 2951250-2019-13467 from case 2019-222282 and 2951250-2019-14022 from case 2019-221354 were added. Legacy device report number: 2951250-2019-13467 no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have a surgery on monday') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿medical device removal.¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.